Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : device disposition is unknown.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on or about (B)(6) 2023, the patient had laparoscopic surgery to repair a pelvic fracture using a stryker drill and stryker 6.5 canula. Allegedly during the surgery, while using a stryker drill and putting hardware and screws, the surgeon noticed that black sludge was coming out of the stryker drill (covered by another pi). It is alleged on (B)(6) 2023, the patient had drainage and puss from the incision site and was told she had an infection. On (B)(6) 2023, the patient underwent a CT scan that revealed an infection and a foreign material in her pelvic region. On (B)(6) 2023, the patient underwent a second surgery to remove a loose screw that had been left in her pelvis.